Event description:
It was reported by the patient that she saw a new physician and they stated that "her pacemaker was working too hard, so they changed some settings and now I don't feel well." The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 5086mri58, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).